Manufacturer narrative:
Internal components were evaluated which revealed that the power board was damaged.

Event description:
It was reported that the irrigation pump was working intermittently. There was a delay of one hour as the procedure was completed manually. There were no adverse consequences alleged with this event.